Event description:
On 04/03/2007, nellcor puritan bennett received a report of a cuff leak on a 8dct tracheostomy tube. The caller reported that a 8dct tracheostomy tube cuff was not maintaining pressure. The caller reported that the patient had to be re-intubated.